Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2017. The customer's blood glucose was 529 mg/dl at the time of hospitalization. It was reported that the customer was treated with insulin drip. It was reported that the customer was wearing the insulin pump during the hospitalization. It was reported that insulin pump fell when they were changing reservoir. Insulin pump had crack on the top of battery compartment. Customer advised to revert to back up plan as per hcp¿s instructions. The insulin pump will not be returned for analysis.